Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube but the lcd board was ok. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump would not turn back on. The customer stated that they had to adjust the battery cap to be able to turn the insulin pump back on. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was cracked and a piece of the reservoir compartment came off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.